Event description:
It was reported that this pacemaker system was presenting loss of capture, and bradycardia was seen in electrocardiogram. This pacemaker system remains in service. The representative did not confirm which lead was presenting loss of capture. No adverse patient effects were reported.